Event description:
A healthcare professional reported that lens cutting was not effective. Additional information received stated, flap cut was not as per the surgeon¿s expectation. There was no patient harm reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened on september twenty two, two thousand and twenty two to address the reported event. An alcon representative (ar), performed an on-site assessment and was unable to confirm or replicate the reported event. The company representative, completed energy polynomial calibration. The system was then tested, per the service test procedure (stp) and found to meet company specifications. No information was provided to conclusively, indicate nonconformance of the system contributed to the reported event. As per the service record, an company representative (ar), performed an on-site assessment and was unable to confirm or replicate the reported event. The company representative, completed energy polynomial calibration. The system was then tested per the service test procedure (stp), and found to meet company specifications. No information was provided to conclusively, indicate nonconformance of the system contributed to the reported event. Based on the information available, the customer reported event cannot be confirmed. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).